Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the patient underwent stress urinary incontinence repair and subsequently required additional procedures due to recurrence.